Manufacturer narrative:
Intuitive surgical ,inc. (Isi) has not received the tip cover accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned, a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the arcing was observed. Although, there was no patient harm or injury, at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, approximately half way through the procedure, a hole in a tip cover accessory was noticed on the gray part of the shod as it was sparking on the uterus. The procedure was completed with no reported injury. On 7/1/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the monopolar curved scissor (mcs) instrument and the mcs tip cover were both inspected before the procedure; no damage. A grounding pad was in use; presumably the right lateral side potentially. System/generator power/energy settings were unknown. The tip cover was applied with the tool; no lube applied. Mid-procedure, a spark was seen and there was visible arcing to the uterus. It was unknown if there was thermal damage/burning to the uterus but presumption was that there was; given the arcing that was seen; energy leaked to an unintended area of the body; the uterus. It was noted that the uterus was going to be removed anyway; the surgeon had planned on removing the uterus. The damage to the tip cover was a burn hole in the casing; right at where the wrist articulates; gray part. It was also unknown if the cannula was inspected for damage prior to use or if a pin gage used to inspect the cannula. The customer presumed that the monopolar cord was connected to the appropriate mcs instrument. It was unknown if the instrument had been removed or if there was an instrument collision at any time during the procedure. There was no report of intra-operative or post-operative injury or intervention required.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, h10 4310 - intuitive surgical ,inc. (Isi) has received the tip cover accessory for failure analysis investigation. Failure analysis confirmed that the distal end of the tip cover accessory exhibited localized melting, which is indicative of arcing.